Event description:
According to the available information, the balloon was inflated with saline solution but it was not possible to deflate it. The complaining hospital reported no harm to the patients.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.